Event description:
Knee pain [arthralgia]. Knee swollen [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a (B)(6) female pt, initials (B)(6), with knee pain. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, once weekly (route not provided) in an unspecified knee. On (B)(6) 2013, the pt received the second synvisc injection. On (B)(6) 2013, the pt developed swollen knee and had knee pain. On (B)(6) 2013, the arthrocentesis was performed and 60 ml of turbid fluid was aspirated form the knee. On the same day, the pt required intervention and was administered treatment with cortisone short for the events of knee swollen, knee pain and knee effusion. It was reported that the pt did not receive a third synvisc injection. On unspecified dates, the pt recovered from the events of knee swollen, knee pain and knee effusion. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting nurse did not provide the causal relationship between synvisc and all the events.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.